Event description:
It was reported that the implantable neurostimulator (ins) 97715 intellis adaptivestim pain site was not healing, with seeping observed at the ins site and a suspected infection at the same location. The patient was seen in the office for a wound check, and another wound check was planned for the following week. The patient was instructed to start another round of oral antibiotics. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.